Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had trouble with the adhesive on the infusion set sticking to the serter. Customer also had high blood glucose levels between 350-400 mg/dl. Customer was not doing any physical activity and his doctor made some adjustments. Customer stated that he had some high sugar levels over the weekend. Customer's blood glucose level was 286 mg/dl. Customer stated that the serter is about a week old. Customer is not seating the quickset properly. Customer declined troubleshooting because he changed his set on monday and has been running normal. Customer will monitor and call back if issue occurs again. Replacement sets will be sent. No additional information provided.